Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2017 checked settings and connections, rebooted cpu and got "files waiting to be written to cd" message. Files were spec data which were copied to copula folder. Ran patient samples and got no errors and they went to rps and printed. The most probable cause of the reported event was spec folder full.

Event description:
On (B)(6) 2017, the customer reported card not found error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.